Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The cadiere forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. For clarification: as a result of the full break, functional testing for motion-related issues cannot be performed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) bilateral inguinal hernia surgical procedure, the cadiere forceps instrument was not functioning properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move with non-intuitive motion (movement in the opposite direction). The issue involved the jaws not moving. The issue did not involve any physical damage at the distal end. There were no pieces from the distal end of the instrument detach/break off.